Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, it took three hours to find the coronary sinus opening, and the right ventricular (rv) lead and left ventricular (lv) lead were eventually placed, however, it was noted that the lv lead dislodged when the sheath was cut. Additionally, it was noted that considering the surgery time had reached five hours due to the difficult patient anatomy and the lv lead dislodgement, the patient's heart rate reached one hundred twenty beats per minute and the surgeon decided to downgrade the device and the lv lead and the rv lead were not used. No further patient complications have been reported as a result of this event.